Event description:
Pt had pelvic pain in right side. Doctor removed one device hysteroscopically on (B)(6) 2012. At post-op visit on (B)(6), pt's symptoms were completely resolved. Doctor attributed pain symptoms to essure device removed from right tube.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.